Event description:
Reportable based on the product analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention (pci) procedure, resistance was encountered. Access was obtained via the radial artery. The 2.5mm x 22mm concentric de novo target lesion was located in the non-calcified and non-tortuous left anterior descending artery. While inserting the 24 x 2.50mm liberte bare mr stent delivery system to the lesion, significant resistance was encountered and the device could not be inserted. The device was removed and the procedure was competed with a different device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed a fracture in the hypotube.

Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed a fracture in the hypotube 21.7cm from the strain relief. A microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).